Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead experienced an incident while doing archery, after which the lead experienced noise triggering atrial tachy response (atr). During the revision procedure, as the lead was being explanted and it became stuck in the super vena cava. The lead was surgically abandoned but the distal portion of the lead remains in the vein. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Several segments of the lead were returned, the tip section was not returned as it was not able to be removed. Visual inspection revealed abrasions through the silicone insulation. The abrasions are located in the mid-section part of the lead..the type of abrasions possibly occurred from lead-on-lead contact and could have contributed to the reported observation of noise.